Event description:
The pt experienced exaggerated rebound spasticity and muscle rigidity since the pt's pump stopped after having an MRI. The pt stated that she did not realize that the pump was stalled for almost "3 months" after the MRI was done. The pt did not know that she was supposed to have her pump checked after the MRI procedure. The pt stated that her pump rubbed on her "ribs" and caused "scoliosis" in her spine. The pt's hcp did not determine the cause of the scoliosis to be the pump; the pt determined that herself. The pt had asked about having the pump moved. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).